Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was not working because the batteries were dead and he was not able to set it. The patient stated that he was having problems with his device. The patient noted that the patient programmer (pp) was working fine but he was unable to use the pp antenna to make any connection. The patient mentioned that it acted like his ins had completely quit working because he was back to where he was before he got the ins, as far as his symptoms. The patient also noted that he had a bunch of other stuff going on and that was why he had not called in yet about his device issue. The patient reported that he tried connecting with and without the pp antenna but the pp showed no connection.troubleshooting attempts were made and the patient confirmed the antenna was secured and he synced with the ins but the issue was not resolved. The patient also placed the pp directly over the ins and synced but that did not resolve the issue. The patient called again and reported he needed to find a new urologist since his insurance changed. He said the controller that was sent didn't resolve his issue, so he needed to follow up with an hcp reviewed that patient could send hcp listings, but patient was insisting that the local field reps information should be provided to the patient. It was reviewed that first the patient would be helped in finding a new hcp. Additional information from the consumer on (B)(6) reported his implantable neurostimulator (ins) needed programming and was not working and there was not a manufacture representative (rep) around that could meet him and help him. The patient stated his hcp just called and said he would he would have to go to a hcp that was quite a long ways away and it was not possible to travel that far. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they still had therapy concerns with the device not working. There were no further complications reported or anticipated.